Event description:
It was reported that there was a rise in right ventricular (rv) lead impedance. It was also reported that there was an rv lead fractured and had high impedance. The device has been turned off and the patient is wearing a life vest because they have an infection. Once the infection clears the rv lead will be extracted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a rise in right ventricular (rv) lead impedance. It was also reported that there was an rv lead fractured and had high impedance. The device has been turned off and the patient is wearing a life vest because they have an infection, which per the physician was a "complication of the procedure, not the device." Once the infection clears the rv lead will be extracted and replaced. It was also reported that the rv lead showed oversensing which was attributed to an apparent lead fracture. The lead was cut and removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase, weekly pace measurement log data shows an increase for min and max v.pace equal to 432 to 600 ohms peak between (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a rise in right ventricular lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.